Manufacturer narrative:
D9: yes, return date: 11-nov-2024 h3: yes, dev rtn to MFR? Yes, eval summ attached? Yes. Product event summary: the analyst noted the full delivery system was returned with the device intact in the device cup. The analysis indicated that the lumen of the delivery system was torn. The articulation of the delivery system was out of plane. The delivery s ystem tether was broken/cut/pulled apart. The delivery system tether was frayed. The delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra av] product ID [mc1avr1-delsys] (serial: (B)(6). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) exhibited parameters above normal range during the first deployment attempt. The leadless ipg was recaptured. During the second deployment attempt when doing the tines test the physician noticed bigger resistance than usual and the parameters when measured again worsened significantly and there was an increase in thresholds. The leadless ipg was recaptured again. Deployment was attempted approximately ten times but the leadless ipg exhibited poor parameters during each attempt. The physician stated that he noticed something wrong with the leadless ipg and delivery system. In the last deployment attempt good parameters were obtained but after cutting the tether of the delivery system neither of the two ends of the tether would come out, even when the tether was pulled with strength. The leadless ipg was recaptured again. When the delivery system was removed the physician pulled the leadless ipg out from the delivery system device cup and they saw that the tether was completely entangled. The leadless ipg was detangled and the physician attempted pulling the tether again but neither of the two ends would come out. The leadless ipg and delivery system were attempted/not used and replaced. No patient complications have been reported as a result of this event.